Event description:
(B) (4) it was reported that following a coronary artery stenting procedure, the patient experienced a myocardial infarction (mi) and thrombosis. The index procedure in (B) (6) 2008 treated the 95% stenosed, 2.75x16mm 1st diagonal lesion. Treatment consisted of predilation, placement of a 2.75x16mm taxus express2 study stent, and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. In (B) (6) 2010, the patient presented with sudden onset substernal chest discomfort associated with nausea, vomiting and diaphoresis. It was also noted that approximately ten days earlier the patient had discontinued clopidogrel for a leg excision/biopsy procedure. ECG showed sinus rhythm with first degree av block and anterior st elevations. Cardiac enzymes were consistent with mi and the patient was referred for emergent cardiac catheterization. Within the left anterior descending (lad) artery, a 100% stenosis with thrombosis , 70% mid stenosis, and 40% ostial 1st diagonal stenosis were found. The lad was treated with thrombectomy using an aspiration catheter and placement of another manufacturer's bare metal stent resulting in 0% residual stenosis. The patient was discharged four days post admission on aspirin and clopidogrel.

Manufacturer narrative:
(B) (4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)